Event description:
The pump appeared to be "running fast" based on the amount remaining in the solution container. No specific info was rec'd such as the infusion rate or amount of solution remaining. No pt injury resulted.